Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue, infection, urinary problems, recurrence, dyspareunia, muscle spasms in vaginal wall, bladder spasms, emotional distress and anxiety, ligament damage and vaginal scarring. It was reported that the patient underwent mesh removal in (B)(6) 2009 due to mesh erosion. It is reported that the patient underwent mesh removal in (B)(6) 2009 for mesh erosion.